Event description:
During the evaluation of a returned homechoice (hc) device, a baxter technician determined the hc device failed therapy monitored fluid volume testing. No additional information is available.

Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing due to multiple fills and drains being outside of volumetric specifications. The device passed temperature verification but failed accuracy confirmation testing with the original piston foam. The piston foam was replaced and the device passed the accuracy confirmation test and failed it once more when the original piston foam was reinstalled. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found all pressures to be correct and stable. The device passed seal, purge, and wet disposable integrity tests and a short simulated therapy was performed on the device with no issues. An inspection of the door and piston was performed and found the piston foam to be disintegrated. A review of the event history log of the device found nothing related to the rite failure. The cause was determined to be the disintegrated piston foam. The piston foam was scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.